Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the lack of image was caused by a missing lens. However, the specific cause of the missing lens could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, it was observed, image was found to be dark yellow due to a charged coupled device (ccd) and the serial plate was found faded. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for an unknown procedure, the camera head was missing the glass lens and had no picture. There was no harm or user injury reported due to the event.